Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. According to the patient, on (B)(6) 2025 the patient experienced loss of consciousness due to low bg values. The cgm was reading 4.0 mmol/l and there was no blood glucose reading provided. An ambulance was called and they took a bg reading.. The patient was unable to provide the values because she was unconscious. The patient was taken to the hospital. The patient was unable to provide any details of medication or treatment that was given at the hospital. The patient was hospitalized for 5 days. At the time of the report the patient was well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.